Manufacturer narrative:
D10: 300-01-11 - eq humeral stem primary, press fit 11mm: (B)(6), 320-46-03 - equinoxe reverse 46mm humeral liner +2.5: (B)(6), 320-10-00 - equinoxe reverse adapter plate tray +0: (B)(6), 320-01-46 - equinoxe reverse 46mm glenosphere: (B)(6), 320-15-07 - sup/post aug plate, l rs glenoid baseplate: (B)(6), 320-15-05 - eq rev locking screw: (B)(6). The reported event was unable to be confirmed due to limited information received from the customer. No device was returned for evaluation; further, photographs and/or radiograph images were not provided for review. Operative notes and/or medical records were not provided for review of usage/technique. A review of manufacturing data was unable to be performed as the lot information of the product involved in the event was not available. A definitive root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. If any further information is obtained that would change or alter any information provided, a supplemental report will be filed accordingly.

Event description:
It was reported that the patient underwent an initial total shoulder replacement on the left side and was implanted with exactech devices. The patient was revised approximately 2 months post-op for dislocation and pain. The patient underwent another revision, approximately 2.5 years after initial implantation for aseptic glenoid loosening and pain. Subsequently, the patient experienced unexplained left shoulder pain. As a result, approximately 9 months post-operative of last revision, a white blood cell scan was ordered to rule out infection. A month later, scan was negative for infection, no pain, and patient is doing better. Patient outcome was reported as resolved. No other information is available.

Manufacturer narrative:
The reason for the pain reported cannot be conclusively determined but may be related to an underlying patient condition. However, this cannot be confirmed because the devices were not returned for evaluation, and relevant patient information, images, or radiographs were not provided. H6: corrected investigation clinical codes. H10: 1038671-2024-01824, 1038671-2024-01814, 1038671-2024-02002, 1038671-2024-02005.